Manufacturer narrative:
Evaluation of the returned penumbra system red 68 reperfusion catheter (red68) confirmed that the catheter was fractured. Due to lack of signs of torquing or stretching at the fractured location, this damage was likely due to a kink. If the red68 is advanced against resistance, damage such as a kink may occur. Upon retraction of the kinked device, the kink may worsen to a fracture. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation revealed an additional fracture and kinks. This damage is incidental to the reported complaint and likely occurred during advancement of the red68 against resistance. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 68 reperfusion catheter (red68), a non-penumbra microcatheter, a guide sheath, and a guidewire. During the procedure, the physician advanced the red68 with the microcatheter and guidewire. Upon reaching the target artery, the physician encountered resistance and noticed that the red68 could not be advanced further. The physician removed the red68, microcatheter, and guidewire together and found the red68 to be fractured. The procedure was completed using a penumbra system red 62 reperfusion catheter (red62). There was no report of an adverse effect to the patient.